Event description:
Procedure: sleeve gastrectomy. According to the reporter: the duet bunched up, pushed tissue forward, and staples did not fire. Also, the knife blade did not cut. The stapler de-articulated on it's own. The surgeon over sewed the unformed staple line and opened a new handle. The case was delayed approximately 40 minutes.

Manufacturer narrative:
(B)(4).